Manufacturer narrative:
This record is being filed in an abundance of caution due to the alleged injury during the use of this device and medical treatment received. There was no defect with the device. It was confirmed that the end user now has a new chair with a one-piece foot board to better suit his needs. The owner¿s manual for this device includes the following warnings: risk of injury, damage or death. Conditions such as restlessness, mental deterioration, dementia, seizure disorders (uncontrolled body movement) or sleeping problems may cause injury, damage or death. Monitor patients with these conditions frequently.

Event description:
While using a sp2 demo chair, the end user had a spasm causing his foot to fall off the footplate. The end user has no feeling in his legs, so he was unaware his foot had fallen off. He was wearing a heel and foot protector, but his big toe and second toe were ground down to the knuckle and required surgery. The sales rep advised there was no defect with the chair. The end user is currently still using the chair while awaiting a new chair with a one-piece foot board front rigging which will better suit his needs.